Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting the elective replacement past (ER) indicator. An invasive procedure was performed to explant the ipg. During the procedure, an insulation breach was found on the ventricular lead, model 4262, serial number 061561. The lead was capped and remains implanted. A new ipg model 1230 was implanted.

Manufacturer narrative:
Cpi analysis found that the device passed automated electrical measurements paced and sensed normally during all tests. Initial interrogation noted an erp battery status but was able to be cleared by programming. Subsequent battery status interrogation indicated 'good'. Calculations performed using the implant parameters result in a minimum longevity of 29.7 months. Unit is not at ert at the implant parameters. The ipg meets specifications, therefore cpi could not confirm the allegation.